Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable aeura rm5769 rev27(aa) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that bd nexiva diffusics w/maxzero 18g x 1.25 in connection issues it was reported by customer that port attachment disconnected from catheter while flushing. Verbatim: rcc received a complaint via email. Email(s) attached. Port attachment disconnected from catheter while flushing.